Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 455 mg/dl, which was treated with a bolus delivery, but was only lowered to 300 mg/dl. Customer was not able to troubleshoot due to driving. Customer was advised to call back in order to troubleshoot when time permitted.